Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited high thresholds and high impedance. Both pacing leads were capped and replaced. No patient complications have been reported as a result of this event.